Manufacturer narrative:
The insulin pump was received with cracked end cap and with cracked and bleeding lcd glass; unable to perform full functional test and current test due to lcd damage. The insulin pump had minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window and cracked reservoir tube lip. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated crack is seen on case and display is not readable. The customer stated the drive support is loose. The customer did not pressed the cap while connected. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return the broken pump for analysis.